Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a procedure (exact date is unknown). According to the complainant, during the procedure, while tracking the peg over the guidewire, the gidewire kinked and the peg could not advance any further. The wire was cut just before the kink in order to allow the tube to be placed. When the physician removed the wire through the patient's mouth following peg tub placement, it was noticed that the wire was unraveled and in separate pieces. The physician has to use the endoscope to visualize the wire pieces for removal from the patient's esophagus and oral pharynx. All pieces are believed to have been safely removed. There were no patient complications reported as a result of this event. It was reported that no harm was done to the patient at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a procedure (exact date is unknown). According to the complainant, during the procedure, while tracking the peg over the guidewire, the gidewire kinked and the peg could not advance any further. The wire was cut just before the kink in order to allow the tube to be placed. When the physician removed the wire through the patient's mouth following peg tub placement, it was noticed that the wire was unraveled and in separate pieces. The physician has to use the endoscope to visualize the wire pieces for removal from the patient's esophagus and oral pharynx. All pieces are believed to have been safely removed. There were no patient complications reported as a result of this event. It was reported that no harm was done to the patient at the conclusion of the procedure. Additional information has been received since the previous medwatch report was submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. The patient's condition following the conclusion of the procedure was reported to be stable.